Manufacturer narrative:
The report states: litigation papers allege the patient that since the implantation of the asr hip implant the patient has suffered symptoms including, but not limited to pain, swelling, soreness, difficulty walking, decreased mobility, and other symptoms related to the device. Doi: (B)(6) 2007; no revision yet. **update** the revision surgery was reported by the sales representative. The patient was revised to address pain. Doi: (B)(6) 2007; dor: (B)(6) 2011 (right side). Product and lot numbers were identified. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt that since the implantation of the asr hip implant the pt has suffered symptoms including, but not limited to pain, swelling, soreness, difficulty walking, decreased mobility, and other symptoms related to the device. The revision surgery was reported by the sales representative. The pt was revised to address pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.